Event description:
It was reported that the right ventricular of the patient was unable to be paced using a right ventricular defibrillation lead in several different locations due to past myocardial infarctions. The physician unsuccessfully tried using a right ventricular pacing lead. A tined lead was tried in bipolar mode unsuccessfully. The physician switched to unipolar pacing successfully and switch back to bipolar and was able to capture. The tined lead is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent and the lead appeared damage at implant.